Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant surgery for an implantable cardioverter defibrillator, the physician screw and unscrew the device setscrew multiple times. The setscrew became stripped and a different device was then implanted without incident.

Manufacturer narrative:
Final analysis found that the reported event of stripped set screw was unconfirmed. The cause of the reported event was due to the set screw being unseated during use. Once seated properly, the set screw functioned normally. All other analyses were normal and no anomalies were found.